Manufacturer narrative:
(B)(4). Event and therapy date: approximate date (B)(6) 2013. (B)(6). The lot was manufactured from 07/10/2013 to 07/11/2013. Evaluation summary: the device was returned for evaluation. The reported non-baxter, concomitant medical products were not returned. Visual inspection identified a broken distal luer lock. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition is unknown. A quality alert was issued for operator awareness in the assembly line and final inspection as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked from the luer lock connector, during patient infusion of ganciclovir and 0.9% sodium chloride. When the event occurred, the luer lock connector was connected to a non-baxter valve. The valve was further connected to another non-baxter product, which was connected to a three-way cock leading to the patient port. The patient received repeated infusions with this setup, connected by different nurses. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 10 for this patient.